Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 2 of the 14 days prescribed. The patient was prescribed an oral antibiotic, doxycycline and an antibacterial cream, topical mupirocin in response to a staph infection. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. The investigation is currently in progress, when additional information is obtained this report will be supplemented accordingly.

Event description:
The patient reported skin irritation after wearing the zio monitor for 2 days of their 14-day prescribed wear period. The patient developed a bacterial staphylococcus infection that spread over their entire chest. The patient presented red painful, itching broken skin. In addition the skin was blistering and oozing a cloudy discharge (pus). The reaction caused the patient to visit the urgent care where they were prescribed oral antibiotic doxycycline and topical mupirocin (antibacterial cream). The patient is no longer wearing the device. The infection cleared. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.